Event description:
A report was received that during the revision procedure the patient was hypersensitive to needle entry and the patient jumped on the table twice causing two dura tears. The physician performed blood patch procedure and aborted the case and explanted the whole system. The patient is doing well following procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the revision procedure the patient was hypersensitive to needle entry and the patient jumped on the table twice causing two dura tears. The physician performed blood patch procedure and aborted the case and explanted the whole system. The patient is doing well following procedure.

Event description:
A report was received that during the revision procedure the patient was hypersensitive to needle entry and the patient jumped on the table twice causing two dura tears. The physician performed blood patch procedure and aborted the case and explanted the whole system. The patient is doing well following procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial / lot #: (B)(4), description: linear 3-4 lead, 50cm model #: sc-1110-02, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg).